Event description:
The manufacturer received information alleging the trilogy evo, nordics device won't start, just a red screen, constant whining and a text box that says, "ventilator not working". There was no harm or injury reported. The device was not in patient use. The trilogy evo, nordics device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.